Event description:
The report stated that 4 days after a hemorrhoidectomy the pt experienced bleeding, but the source of the bleeding was not determined. The pt did not require a transfusion. The surgeon reported that during the surgery all the ligasure seals were left entirely in place, but the pedicle itself was not sutured as shown in the training video.

Manufacturer narrative:
Date of initial report: april 9, 2008. The incident device was discarded between the time of the surgery and when the problem occurred, so the device is unavailable for evaluation. The operating surgeon was contacted in a conference call attended by covidien employees in both clinical affairs and quality assurance. The technique of the surgeon was reviewed against a training video for hemorrhoidectomies provided to the surgeon by covidien prior to any cases being done. Two differences were noted and discussed. Additional info was also learned that indicates that complications can occur from pts abandoning their specialized diets due to reduced postoperative pain associated with the use of ligasure in hemorrhoidectomies. This info has been sent to the customer